Event description:
It was reported that the patient presented in emergent condition. When the vision stent delivery system (sds) was about to be loaded on to the guidewire, it was noted that there was no stent on the sds. The sds was not loaded on to the guidewire. There was no patient involvement. Another vision was used to complete the procedure without further incident. There was no clinically significant delay in the procedure. The cath lab was unable to isolate when the stent dislodged from the sds as they did not search for the device as the patient was in emergent condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.